Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a bariatric procedure on (B)(6) 2016 and the topical skin adhesive was used for abdominal incisions. After the procedure, at the same evening, the patient experienced redness and a rash around the site that extending to her arm and neck. The topical skin adhesive was removed. The surgeon is unsure if the topical skin adhesive is a contributing factor. The patient was to undergo allergy testing next week. The current patient's status is unknown.